Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to helix extension issues. Reportedly, the helix was unable to extend the helix despite reaching the maximum number of recommended turns per design. The lead was removed and replaced prior to pocket closure. There were no adverse patient effects.